Manufacturer narrative:
No return of product is intended, the lead was discarded by the facility. This investigation is complete. This event will be updated should additional information become available.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead revealed abnormal lead measurements. An x-ray was performed revealing this lead was dislodged. A revision procedure was performed, this lead was removed, and replaced successfully. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.